Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was not returned for inspection and the customer's allegation was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited monitor is black. There were no reports of patient harm.